Event description:
Additional information was received that the patient was recently seen and no issues were found with the right atrial lead. The patient will continue to be followed. No adverse patient effects were reported. The crt-d remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that this cardiac resynchronization therapy defibrillator (crt-d) presented with an out of range pacing impedance measurement on the right atrial (ra) lead. The manufacture, model, and serial information on the ra lead was not provided. There were no programming changes made and no interventions performed. No adverse patient effects were reported. The crt-d remains implanted and in service.